Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated fields - b4,d9,g3,g6,h2,h3,h4,h6(type of investigation,investigation findings,component code,investigation conclusions),h10. A getinge field service engineer (fse) evaluated the unit and stated that there was no malfunction of the device. There was issue with the tank that customer had and fse replaced a known helium tank. Then reported issue was resolved fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) unit is not recognizing the helium tanks. There was no patient involvement.